Event description:
Hospital biomed reported that the heart rate info displayed on the pt monitor failed to update in response to changes in the pt's condition. He indicated that a receiver module did not alarm properly to a low rate hr.

Manufacturer narrative:
Upon investigation, we have determined that there is a defect that causes the software to lock-up and no longer process data, including critical alarms. As a result, we have added a routine in the software that will detect the software lock-up and generate a high-priority alarm (audio and visual). The user will be directed to a single key in the main ECG menu that will re-initialize the module and resume pt monitoring. Spacelabs installed this software at all other countries telemtry sites. This field corrective action was limited to other country as at that time, there had been no reports of similar issues outside of other country. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required.